Event description:
During a bronchoscopy, the tip of the fiber broke off in the trachea. There were less than 40 pulses on the fiber. The hosp retrieved the broken tip in the pt with no further pt complications or injury. This occurred twice with the same lot of fibers, one on may 13, 2000 and the second on may 25, 2000. The two incidents involved the use of a bronchoscope and passing the fibers throughout the working channel of the scope to treat the throat when the tips broke. Both tips were retrieved from the lungs with no residual effect.